Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, there was an audible pop sound and the spacer stopped deploying. Once removed the upper portion of the spacer came apart which included the round portion and screw. A new spacer was successfully implanted. The spacer will not be returned as it was not released by the medical facility.